Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID:(B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-06462 and 2134265-2018-06365. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During the procedure, the physician was unable to pullback due to badly handled or dropping on the floor, the slide was broken during the first diagnostic on site. Retractors were also used until it wears out mechanically. No patient complications were reported.